Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their upper aligner is cutting their inner upper lip. Requested patient to try next step aligner. Patient responded it is cutting more and hurting upper lip. Patient filed the area that is cutting and sent photo.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.